Manufacturer narrative:
Follow-up # 2 ¿ (08/22/2014). The lay user/patient¿s products have been returned, and were evaluated on (B)(4) 2014 by lifescan product analysis with the following findings: the meter was tested and the primary complaint could not be reproduced. However the meter involved with this complaint failed testing for a secondary issue as the meter was found to have a corroded battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. On either (B)(6) 2014 the patient reported obtaining a reading of ¿207mg/dl¿ using the subject meter compared to a reading of ¿135mg/dl¿ obtained using another onetouch ultralink meter, both readings taken within 30 minutes of each other. In addition, the patient reported in related (B)(4) inaccurate erratic results of "274 and 215" mg/dl obtained using the subject meter, both results obtained within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient stated that they manage their diabetes using an insulin pump, and stated increasing their dose of humalog insulin and decreased food intake in response to the reported issue. Approximately 1 hour after the alleged issue occurred, the patient developed symptoms of ¿hard time thinking, shaky, felt like throwing up and feeling low¿. The patient claimed he treated himself with glucose tablets in response to the symptoms. At the time of troubleshooting, the csr determined that the unit of measure was set correctly, the correct testing process and approved sample site was being used at the time of testing. The csr also noted that the patient did not have control solution available. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) and also alleged that her onetouch ultralink meter had a meter casing issue where the batteries were corroded within the back battery compartment. Medical surveillance requested customer service (cs) to contact the patient for follow-up questions; however cs was unsuccessful in reaching the patient by phone. The complaint was classified based on information obtained from the cs representative during the patient¿s initial call. The patient reported that the alleged meter batteries corroded issue began on approximately (B)(6) 2014. The patient stated that she manages her diabetes using an insulin pump, and stated increasing her dose of humalog insulin and decreased food intake in response to the reported issue. Approximately 1 hour after the alleged issue occurred, the patient reportedly developed symptoms of ¿hard time thinking, shaky, felt like throwing up and feeling low¿. The patient claimed she treated herself with glucose tablets in response to the symptoms and denied receiving any form of medical treatment from an hcp or other person following the alleged meter issue. At the time of troubleshooting, the csr determined that it was not the first time the product was being used and there was no misuse of the product. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 3 ¿ (10/03/2014). The patient¿s test strips have been returned on 9/3/2014 and evaluated by lifescan product analysis on 9/3/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.